Event description:
On (B)(6) 2021, this patient underwent endovascular treatment of a kommerell's diverticulum (kd) using conformable gore® tag® thoracic endoprosthesis (ctag) and conformable gore® tag® thoracic endoprosthesis with active control system (ctag/ac). From zone 0, ctag was implanted and ctag/ac was implanted distally. Ascending aorta-left and right common carotid arteries bypass and left and right axillary arteries bypass were also performed. On (B)(6) 2021, this patient complained of back pain. CT angiography confirmed the onset of a type b dissection. An entry tear was found at the distal edge of ctag/ac. The dissection had extended to the left and right common iliac arteries. No other complications were observed, and the patient is being monitored. Additional treatment will be considered if needed. The distal landing zone of the ctag/ac was located in an angulated area of the aorta, and it was reported that this might have caused or contributed to the postoperative dissection.